Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer crosschecking the main pcb (printed circuit board) and reported the suspect device is working satisfactorily. An rga (return good authorization) has been issued for the alleged faulty component. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported xdcr (transducer) fault alarms while using the vela ventilator. The customer reported calibrating the suspect device, but reported the exhalation differential xdcr test failed. The customer reported audible alarms were present at the time of the event. The customer reported the issue occurred during patient use, but no report of patient harm is concluded. The customer reported the patient was removed from the suspect device and placed on known good ventilator.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) rep received the alleged faulty main pcba (printed circuit board assembly) p/n 52850 s/n ba(B)(4), on rga (B)(4), installed in known good unit p/n 16532-14, s/n (B)(4). Powered in service mode and viewed event error log, found xdcr (transducer) pt802 and events recorded in log. The carefusion fa rep performed xdcr calibration per service manual, pt802 failed 0 cmh20 calibration @ 1049 should be min 37 max 690 prev. 449. The carefusion fa rep powered in operating mode with received settings, unit immediately failed with xdcr faults, and motor fault. The reported problem was duplicated and isolated the root-cause to a bad xdcr pt802 p/n 68355, l/n r7b14-11. This is considered a known issue addressed that is currently being internally investigated.